Manufacturer narrative:
The previous initial MDR report did not include the PMA/510(k)#. The PMA/510(k)# has been included in this supplemental report.

Manufacturer narrative:
Zoom; handle.

Event description:
It was reported by service report that the zoom drive was intermittent.

Event description:
It was reported by service report that the zoom drive was intermittent.